Manufacturer narrative:
Product analysis #500081781:[primary] y [finding type] stim analysis performed [finding] rac1 [finding description] no device analysis - meets risk based analysis criteria [result] meets risk based analysis criteria. Product ID 3095-10 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6); product type extension product ID 3889-28 lot# v312712, implanted: 2009 (B)(6), explanted: 2010 (B)(6); product type lead product ID 3889-28 lot# j0425076v, implanted: 2004 (B)(6), explanted: 2010 (B)(6); product type lead product ID 3037 lot# serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4). Analysis of the device, model # 3023, sn (B)(4), found no anomaly. Analysis of the extension, model # 3095-10, sn (B)(4), found no anomaly. Analysis of the leads, model # 3889-28, lot # v312712, found no significant anomalies. The leads were segmented. On one of the leads, the #1 and #3 circuits were broken near the tines, which were interpreted as explant damage.

Event description:
It was reported that the patient had a defective implantable neurostimulator (ins) battery replaced (B)(6) 2010. It was stated that the healthcare provider (hcp) sent the ins for analysis and was defective. The hcp reportedly received a ¿denial¿ letter stating that the ins was not defective and the patient would not be reimbursed. The patient was forwarded to patient relations. It was noted that the hcp did not agree with the analysis results. It was also noted that the patient had numerous devices before and used them up ¿pretty quick.¿ it was also reported that the patient thought she was getting shocked. The hcp told the patient that the ins was not working from the start for the patient.